Event description:
It was reported the tibial articular surface provisional was returned cracked.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Returned tasp exhibits signs of repeated use and has fractured on the medial side of the post. Device history record (DHR) was reviewed and no discrepancies were found. With regard to striking the construct(s), the persona surgical technique instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. Follow up email indicate surgeon used a mallet to insert the tasp in place. The root cause can be determined as possible user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the tibial articular surface provisional cracked due to the force of impaction. No patient consequences were reported.